Event description:
It was reported that the customer was hospitalized, due to hypoglycemia. The reported blood glucose reading was 20 mg/dl. The customer's nurse stated that she would have the customer call, to perform troubleshooting when she is stable. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.